Manufacturer narrative:
Date MFR received for initial report is 2017-11-15. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this event was previously reported via voluntary uf/importer report # (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via voluntary uf/importer report # (B)(4), that a patient developed hematuria on (B)(6) 2017 and was admitted to hospital with a suspected pump thrombus on the morning of (B)(6) 2017. The patient denied any vad-related issues, fever, change in bowel habits or appearance. At that time, the patient had no new reported neurological symptoms. A head computerized tomography (CT) revealed a left occipital lobe infarct without evidence of hemorrhage. The patient was noted to have developed increasing ventricular assist device (vad) power consumption and was treated with tissue plasminogen activator (tpa). Vad parameters are reported to have normalized over the next few hours. Intravenous access was subsequently lost at 7:45am and the patient¿s tpa discontinued. At approximately 10:00am, the patient developed acute altered mental status with diaphoresis. A repeated head CT scan revealed a large, acute left frontal lobe hemorrhage with a midline shift. A neurosurgical consult determined that the patient¿s prognosis was poor and surgical intervention futile. The patient was intubated for airway protection. A subsequent head CT on (B)(6) 2017 revealed worsening brain hemorrhage and midline shift. The patient¿s condition is reported to have required placement of a central catheter and an arterial line. A decision was made to make the patient a do not resuscitate and the family opted for organ donation after cardiac death on (B)(6) 2017. The patient was then extubated, the vad turned off and he/she was given morphine for comfort. The patient became apneic with pulseless electrical activity at 4:57pm. An autopsy was not performed and the pump was not explanted post-mortem.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 7 low flow alarms have been logged since (B)(6) 2017 and one suction alarm was logged on (B)(6) 2017. Of note, it was reported that the patient received tissue plasminogen activator treatment after which the ventricular assist device parameters normalized. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.